Event description:
The baxter field service engineer found depleted batteries while servicing this device. The hospital representative stated that there were no reports of patient injury or medical intervention.